Event description:
An ovation prime abdominal stent graft system was implanted in the patient during endovascular repair of an abdominal aortic aneurysm. The patient presented with left side claudication on (B)(6) 2014; an angiogram, performed on (B)(6) 2014, showed a stenosis in the left leg of the aortic body graft; however, no significant flow issues were noted. The stenosis was successfully treated on (B)(6) 2014 with pta ballooning and stent placement in the iliac limb/aortic body overlap zones with good flow to both limbs. No post-operative imaging was provided to trivascular to confirm reports that the aneurysm may have remodeled and/or shrunk since the original implant procedure. There have been no additional patient sequelae reported.

Manufacturer narrative:
Device remains implanted.